Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that on (B)(6) 2025, when connecting a needless connector to the end of huber needle tubing, they looked into the blue connector piece and noted a thin white piece of plastic. I then had another brought to me that was safe to use. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue. The samples was returned without the dust cap. A microscopic observation revealed a small white material, as well as some damage, near the edge of the luer hub. The damage observed on the returned sample suggests the dust cap and the luer hub may have been damaged during an automated manufacturing process. The supplier has been notified of this event and a corrective action has been implemented. This complaint will be recorded for future trending and monitoring purposes.